Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the excessive no delivery alarm test due to prime anomaly. Scratched lcd window. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was having high blood glucose. Customer's blood glucose was 495 mg/dl. Customer had changed the reservoir and infusion set. Device alarmed multiple no delivery alarms. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.